Event description:
During cardiac cath procedure, an intra-aortic balloon (iab) was found to be defective. A leak was found on the attachment just prior to the balloon. A second iab was also found to be defective (see report 2 of 2). A third iab was introduced successfully. Pt tolerated procedure well.